Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration, perforation of the ivc, filter tilt and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient but the reason was not provided. At some time post filter deployment, it was alleged that the filter tilted, migrated and the struts perforated the renal vein. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported on (B)(6) 2015, that the plaintiff presented to (B)(6) hospital after suffering from a massive bilateral prominent central pe, extending into segmental and sub segmental branches of all lobes of the lungs. It was noted that at least two legs of the filter perforated the right renal vein. Records also indicated that the filter may have been migrating towards the heart. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient but the reason was not provided. At some time post filter deployment, it was alleged that the filter tilted, migrated and struts perforated the renal vein. The device has not been removed and there were no reported attempts made to retrieve the filter. It was noted that at least two legs of the filter perforated the right renal vein. Records also indicate that the filter may have been migrating towards the heart. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and nine months post filter deployment, computed tomography angiography (cta) revealed that there were bilateral prominent central pulmonary emboli, which extended into segmental and sub-segmental branches of all lobes of the lungs. No pericardial effusion was demonstrated. On the same day, an attempt was made to retrieve the malpositioned filter using ultrasound guidance. A bentson wire was advanced to the inferior vena cava and there was a deformed and slightly mobilized greenfield filter at the level of the renal veins. There may be a small amount of clot present in the filter, but the tines were widely splayed, and this would not be effective to trap emboli. At least 2 of the legs of the filter were in the right renal vein. Therefore, an 8.4-french long sheath was placed into the infra renal vena cava and a denali filter was deployed at about the level of l3. This was in appropriate position and parallel to the vena cava. Therefore, the investigation is inconclusive for filter migration, perforation of the inferior vena cava (ivc) and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.